Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, post procedure, the front end of the wire was disconnected after the device exit outside the patient's body. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, post procedure, the front end of the wire was disconnected after the device exit outside the patient's body. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device code a0401 captures the reportable event of basket wire detached. Investigation results: the returned zero tip basket was analyzed, and it was noted that the handle returned in good condition. It was also noted that the device returned with the basket on its closed condition. Media analysis showed that the zero tip device with two basket wires broken fully detached. Microscopic examination was performed under magnification, and it was noticed that the sheath returned kinked at the distal section. It was also noticed that the two basket wires returned broken fully detached with no evidence of use of an electrified instrument or laser. Functional examination was performed, and the handle was actuated. The basket was able to open and close properly. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. These could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damages. During manufacturing process, these devices will be inspected to ensure the integrity and functionality of the device and would have captured the failures found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on the event.